Manufacturer narrative:
Additional information indicated that the hospital had requested three replacement rasps. The three new rasps were sent to the customer and the customer reported the same issue. The date and circumstances surrounding the issue was not provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The 3 returned devices are in good condition and are unremarkable. The three rasp handles were tested and found to be functionally compliant.

Event description:
It was reported from our sales rep. That 3 new exeter rasp handles. The rasp will not slide out by itself when opening the rasp handle. Additional information provided indicated that the hospital requested 3 replacement rasps which were provided. These 3 replacement devices that were sent to the customer were reported for the same issue and returned for evaluation.